Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2019 during a response to a patient that was in cardiac arrest, a 15-gauge io was placed in the patients right humerus. When proceeding to unscrew the top portion of the io, the top and bottom parts of the io where it normally would unscrew, would not separate, it was almost like the grooves that were established so that the io could be unscrewed were not there properly. A variance was entered the chart for equipment failure. After this failure the io was unable to be used and another io was established.